Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-33 lot# va1211p implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep). The rep reported that they were contacted by a healthcare professional (hcp) regarding a possible allergic reaction at the implantable neurostimulator (ins) site. The patient was draining at the pocket site and had a known nickel allergy. The areas of nickel in lead wiring and lead contacts going into the ins was reviewed. There was no patient information provided and it was unknown how long the patient had been implanted. The situation was being addressed by the hcp and further information will be requested. Additional information was received from the rep. The rep reported that no information had been provided by the hcp regarding the patient or what was planned to be done to treat the patient. The rep stated that they were waiting to hear back from the hcp for more information. Additional information received from a manufacturer representative via a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient¿s hcp did a full system replacement on the patient. The lead and implantable neurostimulator (ins) were removed and replaced. The ins was placed on the contra-lateral side (left). All removed items were sent to pathology per the hcp. No interrogation of the old ins was done since there was no loss of therapeutic effect and the patient stated that the device was functioning properly. The lead and ins came out very easily. The hcp noted that the old implant site and lead area appeared to be infected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.